Event description:
The surgeon reported that after implanting an ocu-guard product, the pt experienced dehiscence of the conjunctiva. This complication occurred in july. He thought it may be an allergy. The ocu-guard device was extruding and was explanted.